Event description:
Customer's father called concerned about motor error alarms. Customer's blood glucose reading is 268 mg/dl. Customer has treated. The drive support cap is flush with the insulin pump's casing. Displacement test passed. Advised the insulin pump will be replaced due to multiple motor error alarms. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.